Event description:
On or around 05/06/1997, the account reported an erratic axsym bhcg result. The patient sample gave an initial result of 0.63 miu/ml, which was questioned by the physician. Retesting of the sample gave a result of 461 miu/ml. According to the account, instrument maintenance had been performed. However, the sampling probe had been changed two weeks ago, due to a probe crash. The processing probe had not been changed and was three months old. The account believes the erratic result was due to insufficient centrifuging of the sample. Abbott advised the account to change the processing probe and to increase centrifugation time. No report of injury.

Event description:
On or around 05/06/97, the account reported an erratic axsym bhcg result. The patient sample gave an initial result of 0 miu/ml, which was questioned by the physician. Retesting of the sample gave a result of 232 miu/ml. According to the account, instrument maintenance had been performed. However the sampling probe had been changed two week ago, due to a probe crash. The processing probe had not been chnaged and was three months old. The account believes the erratic result was due to insufficient centrifuging of the sample. Abbott advised the account to change the processing probe and to increase centrifuging time. No report of injury.

Manufacturer narrative:
Code 86: the customer did not know what reagnet lot number was used. A random file sample was used for the investigation. Investigation evaluation: the investigation included testing file kits of reagent pack, calibrators, and controls. Eight file samples, with varying bhcg concentrations, were tested with the axsym bhcg assay and then retested by initiating the same assay automatically. Controls tested on each of the runs were within the package insert ranges for the axsym total bhcg assay. The customer's complaint, of erratic results on two specimens when reinitiated on auto-retest axsym total bhcg assay, was not confirmed. Each specimen reproduced as expected when reinitiated on the auto-retest feature of the axsym. No erratic results were observed. The customer believes the erratic results were caused by how the specimens were centrifuged. No corrective action is necessary. This is the final report.